Manufacturer narrative:
Evalution of the returned device by engineering determined that the tip failure appears to be attributed to an overload condition. Not tapping to size is believed to be a contributing factor for this failure. Review of manufacturing history records found a total of (B)(4) pieces of lot 3096mm were released for distribution on 1/15/14 with no deviation or anomalies. Review of complaint history revealed a trend of this nature for this part number. As a result of a previously identified trend a CAPA has been initiated for further investigation.

Event description:
During a revision surgery on (B)(6) 2017the tip of a reform polyaxial driver, 39-sp-0700 broke. The doctor decided to reoperate because there was some remnant lysthesis and radiculopathy. The doctor decided not to tap when inserting new screws due to holes already existing from the previous surgeries. The tip of the driver gave way and broke while advancing one of the screws. Another driver was readily available in the set to complete the procedure.